Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the platform of the implant at tooth site # (B)(6) broke in three (3) places on the facial. Infection was also reported. The implant was removed.